Manufacturer narrative:
The suspect device was not returned for evaluation, however, a photograph of the defect was provided by the account. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal intravascular procedure, the catheter tip detached within the patient. The clinician was able to successfully retrieve the catheter tip from the patient with no additional consequences to report.